Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the right superficial femoral artery, type b dissection was identified and a stent was placed. Approximately 6.5 months post index procedure, the target lesion was experiencing 50-99% stenosis. Approximately seven months post index procedure, the target lesion and target vessel were successfully treated with standard pta. The subject completed the study.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial during angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the right superficial femoral artery, dissection type b was identified and a stent was placed. There was no reported patient injury. New information: approximately 6.5 months post index procedure, the target lesion was experiencing 50-99% stenosis. No medical re-intervention has been performed.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 05/2021).

Event description:
It was reported through the results of a clinical trial during angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the right superficial femoral artery, dissection type b was identified and a stent was placed. There was no reported patient injury.